Event description:
The clinician reported that over 9 months after the dental implant was placed in the patient's mouth, the implant lost osseointegration in type iii bone. The site was grafted. The clinician reported dehiscence and poor bone quality in this patient with fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.